Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
The actual device has not been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section of evaluation codes. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the system could not be placed and had to be retrieved. The following information was provided by the user facility: physician placed the device and wanted to take the next step pulling the system back. The patient was not harmed. But then he pulled out the whole system without any resistance. He said it felt as if there was no anchor at all. The collagen was already partly in the tube. Patient was obese. Device was removed in one piece. No difficulty since no resistance patient was ok afterwards. Patient was female and obese. Manual compression was done and hemostasis was achieved then.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device returned date and the returned device evaluation results. One used 6fr angioseal evolution device was returned for evaluation. No accessory components were returned with the device. The returned device was subjected to visual analysis where blood like substance was found on the device. The deployment sleeve was in a partial rear lock position. Neither of the color-bands were exposed but the position of the hemostatic sheath did not indicate that the device was in complete forward lock position. The tamping tube was exposed past the distal marker. The proximal marker was will within the carrier tube assembly. The button on the handle was soft indicating that the gearbox was not in the proper position. The handles of the evolution device were disassembled and confirmed that the gearbox was not in the proper position. The collagen could be seen exposed and partially tamped at the distal tip of the tamping tube. The collagen was further inspected under microscopy where the collagen appeared over tamped. There was no anchor visible. The loose suture from the knot could be seen and appeared frayed. There was no obvious secondary break in the suture. The dimensions of the marks on the tamping tube were then taken to ensure that the user would have seen the markers at the appropriate time during deployment. The distal marker appeared at 3.31" from the proximal tip of the tamping tube and confirmed to meet manufacturer specification. The marking extended for 0.5064" and confirmed to meet manufacturer specification. The proximal marking was 0.50" from the proximal tip, and extended 0.257" and confirmed both measurements met manufacturer specification. Based on the evaluation performed and from the condition of the returned device, the complaint could be confirmed for anchor detachment. The anchor was not visible with the collagen as would be expected if pullout had occurred. The collagen appeared over compacted, which was supported by the complete exposure of the distal marker of the tamping tube. Typically, this would be expected to be seen after the suture release button was pressed, but since the gearbox assembly was not in the correct position, the user would not have been able to release the suture using the button. The IFU warns against pulling back the device past the distal compaction marker. Additionally, the deployment sleeve only being in the partial rear lock position supports that the device was not deployed properly. The anchor detachment was likely due to the device not deployed correctly. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.